Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device with the lens was returned in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced just inside the nozzle entry. The trailing haptic was folded on the optic. The leading haptic was extended. This may have been the intended complaint. The device matched the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. This may have been the intended complaint. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu(directions for use). If is unknown if a qualified viscoelastic was used. A straight leading haptic may occur: due to the normal folding variations as indicated in the dfu diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23 degree celsius / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of faulty. Additional information was requested.